Manufacturer narrative:
Product analysis : as found condition: the phenom-27 catheter was returned within as shipping box; within a sealed plastic bio-pouch; and within an opened phenom-27 inner pouch. Visual inspection/damage location details: the total and usable lengths of the catheter were measured to be within specifications. Upon visual inspection, no damages or irregularities were found with the phenom 27 catheter hub. The phenom 27 catheter body was found to be broken in three segments. In addition, the catheter distal tip was appeared to be flattened. No other anomalies were observed. Testing/analysis: the phenom 27 catheter was flushed, water exited from the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter flattened/damage¿ was confirmed and the root cause could not be determined. From the damages seen on the catheter body; it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline through the phenom catheter against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the end of the catheter was flat. The patient was undergoing surgery for aneurysm pipeline blood flow guided therapy. The access vessel was the femoral artery with a diameter of 5mm. It was noted the patient's vessel tortuosity was normal. It was reported that the stent could not be pushed in the catheter. After the whole was withdrawn, it was found that the distal end of the catheter was flat, the lumen was deformed. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU.